Event description:
It was reported that an symptomatic patient had presented to clinic for shortness of breath. The device was post-paced t-wave oversensing on the ventricular lead noted on the real-time egm. The device was reprogrammed.

Manufacturer narrative:
.